Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an unspecified issues. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead exhibited chronically high thresholds and the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The ra lead remains in use.